Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose of 530mg/dl. Customer stated that insulin pump alarmed for insulin flow blocked. Customer stated that they experienced nausea during high blood glucose event. Customer declined troubleshoot for both issues. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No delivery alarm/occlusion during therapy not confirmed. No delivery alarm/occlusion during priming not confirmed. (B)(4).